Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was noted to have the cable to the communications board disconnected. The cable was re-attached to address the issue. Additional findings not related to the malfunction/issue: the rubber feet were missing from the enclosure and were replaced.